Event description:
It was reported that there was broken bolt on the side rail causing the side rail to drop/collapse unexpectedly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This complaint was mistakenly reported for a stryker device. Upon further review and identification of the reported device by a field service representative. It was identified that the device reported for this complaint was manufactured by hill-rom.

Event description:
It was originally reported that there was broken bolt on the side rail of a stryker product causing the side rail to drop/collapse unexpectedly. Upon further review and identification of the reported device by a field service representative. It was identified that the device reported for this complaint was manufactured by hill-rom.